Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that products found to be broken/cracked after going through the wash.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. According to the information received, ¿it was reported that products found to be broken/cracked after going through the wash¿. The product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis revealed that attune rp ps trl sz 4 5mm was broken in half; fragment was not returned for evaluation. No other defects nor cracks that could have contributed to the reported event were observed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces such as prying motion to disassemble the mating instruments after trialing resulting in material overload and heavy usage. No material or manufacturing defects were observed that would have contributed to the fracture. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune rp ps trl sz 4 5mm would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: added: d4 (lot), d9, h4. Corrected: d4 (primary UDI number), h3.